Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Review of the device history record for 00515047501, lot number z000006305, identified no relevant deviations or anomalies. Product examination found that the sterile packaging was completely opened. It is unknown what state the unit was in when taken out of box for use. This complaint cannot be confirmed. There were no other issues found. A review using the p/n of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿open¿ resulted in 102 complaints. A review using the criteria of p/n and complaint category of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿open¿ and sorted by manufacturer date was performed. Reviewing the complaints for the lot number z000006305 shows 5 other complaints for this part and lot number. The root cause of the reported event could not be specifically determined with the provided information. It is unknown how and when the sterile seal was broken. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during the surgery, sterile tray of this product had already opened when the nurse opened the outer box of this product. Therefore, the nurse prepared an alternative one to complete the surgery. No adverse events have been reported as a result of this malfunction.